Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient had ongoing ventricular tachycardia (vt) and ventricular fibrillation (vf) which is indicative of cardiac arrest. Neurology suggested patient had a severe anoxic brain injury. Anoxic brain injury is an expected outcome of the cardiac arrest that is associated with the vt and defibrillation. On (B)(6) 2020, the patient had a cooling catheter and an implantable cardioverter-defibrillator (ICD) placed. The catheter was removed on (B)(6) 2020. The chest tubes and old lines were also removed and blood cultures were taken. The site was unable to turn off sedation for the patient due to tachypnea and hemodynamics. Alanine transaminase (alt) and aspartate transaminase (ast) were elevated. Right upper quadrant ultrasound on (B)(6) 2020 showed no acute abnormalities. It was reported that the patient was implanted on (B)(6) 2020. The patient has ongoing vt and vf requiring frequent defib on (B)(6) 2020. The patient had an inserted cooling catheter and ICD placed on (B)(6) 2020. Thermaguard cooling catheter discontinued on (B)(6) 2020. Chest tubes removed, old lines removed and blood cultures taken. Unable to turn off sedation at this time due to tachypnea and hemodynamics. Alt and ast elevated, ruq ultrasound on (B)(6) 2020 no acute abnormalities. Mentation slowly improving, neurology suggests patient had a severe anoxic brain injury. Patient able to open eyes and starting to move extremities. Working towards extubating. Additional information reported that the patient received a tracheostomy on (B)(6) 2020. The patient continued to have slow progress with mentation improving daily and moving all extremities. On (B)(6) 2020, the patient was on minimal mechanical ventilation settings. On (B)(6) 2020 was able to do a couple hours using t-piece with the rest of the time on mechanical ventilation. On (B)(6) 2020, the patient was able to tolerate 8 hours without mechanical ventilation using a t-piece. The patient continued to recover in the cardiovascular intensive care unit (cvicu) undergoing physical, occupational, and speech therapy. Tracheostomy tube was downsized to # 6.0 on (B)(6) 2020. The patient was decannulated on (B)(6) 2020 and advanced to pureed diet. The patient was discharged to rehabilitation center on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. It was reported that the patient was admitted as a transfer on an impella on (B)(6) 2020 for acute systolic heart failure. The patient was worked up for a left ventricular assist device (lvad) implant on (B)(6) 2020. Following implant, the patient experienced recurrent ventricular tachycardia (vt) overnight and the pump¿s speed was decreased. The patient remained intubated due to pulmonary edema, that required continued blood support medication. The patient continued to have vt, with several shocks occurring over the weekend. The patient continued experiencing ongoing vt and ventricular fibrillation (vf) that required frequent defibrillation. On (B)(6) 2020 the patient had a cooling catheter inserted and an implantable cardioverter-defibrillator (ICD) placed on (B)(6) 2020. The cooling catheter was discontinued by (B)(6) 2020. The chest tubes and old lines were also removed, and blood cultures were taken. The site was unable to turn off sedation for the patient due to tachypnea and hemodynamics. The patient¿s alanine transaminase (alt) and aspartate transaminase (ast) were found elevated. A right upper quadrant (ruq) ultrasound on (B)(6) 2020 did not show any acute abnormalities. It was noted that the patient¿s mentation was slowly improving; neurology suggested that the patient had a severe anoxic brain injury. The patient was able to open their eyes and start moving their extremities, working towards extubating. On (B)(6) 2020, the patient received a tracheotomy. The patient continued to have a slow progress but their mentation was improving daily. The patient was able to move all extremities. On (B)(6) 2020, the patient remained on minimal ventilation settings and on (B)(6) 2020, the patient was able to do a couple hours off ventilation, using a t-piece. By (B)(6) 2020, the patient was able to tolerate 8 hours without ventilation, using a t-piece. The patient continued to recover in the cardiovascular intensive care unit (cvicu) undergoing physical, occupational, and speech therapy. The patient¿s tracheostomy tube was downsized on (B)(6) 2020. By (B)(6) 2020, the patient was decannulated and was advanced to a pureed diet. The patient was ultimately discharged to a rehabilitation center on (B)(6) 2020. The account later communicated that the patient¿s vt and vf were present before implant on (B)(6) 2020. The patient was at a different hospital with these issues and was subsequently transferred for the lvad implant procedure. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 20jul2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists cardiac arrhythmia and respiratory failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Patient still recovering in the cvicu (cardiovascular intensive care unit), working aggressively with pt (physical therapy) and ot (occupational therapy) . Patient remains npo (no food by mouth), working with speech therapy. Clinical specialist was called on 18nov2020 regarding the reported information. It was confirmed that the patient's vt (ventricular tachycardia) and vf (ventricular fibrillation) were present before implant on (B)(6)2020. The patient was at another hospital with these issues and was subsequently transferred to palmetto health richland for the lvad implant procedure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted as a transfer on an impella (B)(6) 2020 in acute systolic heart failure. Patient worked up for lvad and implanted (B)(6) 2020. Patient experienced recurrent vt overnight, speed decreased from 5300 to 5000. Patient remains intubated due to pulmonary edema, continuing epi and dopamine. Patient still having vt, shocked several times over the weekend, possible ep consult. No further information or details related to the patient were offered at this time.